Event description:
It was reported that the patients ipg would not hold a charge and that the patient stopped using the scs (spinal cord stimulator) as the device could not be programmed for the patients pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Exact date unknown, event occurred couple of years ago after implant.

Event description:
It was reported that the patients ipg would not hold a charge and that the patient stopped using the scs (spinal cord stimulator) as the device could not be programmed for the patients pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.